Event description:
It was reported that the tip of the fiber broke during the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the as reported fiber break could not be confirmed as visual examination with magnification did not identify any breaks along the length of the fiber. Analysis also found the aim beam was present at the output window. Although analysis identified the glass cap exhibited mild devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our quality assurance laboratory. Visual examination noted no defects were observed with the fiber. The fiber metal cap exhibited severe debris adhesion on its surface, indicative of prolonged tissue contact. The glass cap exhibited moderate devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber and the aim beam was present at the output window. The control knob is attached and aligned with the fiber and can rotate the fiber. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the tip of the fiber broke during the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.